Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. When the operator sewed fascia the position of suture needle was already exhaled fascia, but when it was to be taken from the fascia, the needle was broken. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). H3 video analysis: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows a needle broken into two pieces in the area of the needle body, with one piece still attached to the suture. The user is holding one of the pieces with surgical clamp. As the device was not returned, an analysis investigation could not be performed. Based on the video review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.